Manufacturer narrative:
An event of cardiac arrest and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. During the first attempt at implant, the device was deployed in an unsatisfactory position and recaptured. After the device was deployed a second time, cardiac tamponade on the left atrial appendage was confirmed via echocardiogram. The amulet device was not implanted. The patient's active clotting time (act) was measured between 270-430 during the procedure. A pericardiocentesis was performed and 1 liter of fluid was aspirated. Afterwards, the physicians started returning blood to the patient via femoral artery access. The patient went into cardiac arrest. Therefore, the patient was resuscitated and moved for emergency cardiac surgery. Cardiopulmonary resuscitation was performed until the 25-18mm amplatzer pfo occluder was implanted into the tamponade location using a 9f amplatzer talisman delivery sheath. The patient regained hemodynamic stability and was transferred into the intensive care unit. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.